Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event occurred on an unknown date in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colored cap on the patient line of the extension set was missing. There was no patient injury or medical intervention associated with this event. No additional information is available.